Manufacturer narrative:
(B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the verse screws became dislodged due to the patient falling on (B)(6) 2020. There was a fracture at the t10 vertebrae reported. Revision surgery was completed on (B)(6) 2020. Procedure was successfully completed. Patient outcome was unknown. This report is for one (1) 5.5 exp verse fen scr 6.0x45. This is report 1 of 2 for (B)(4).